Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for evaluation. Once the investigation is completed, a follow-up report will be filed.

Event description:
Coopersurgical repair log number 69764. A retrospective review of the reported complaint condition: "foot switch won't hold on" indicates a product malfunction which could possibly necessitate intervention to achieve desired outcome. (B)(4).